Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date) g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 (component codes). The product was returned with the membrane completely unfolded and blood on the exterior of the iab and traces of blood were found in the inner lumen. The three-way stopcock was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, d10, g3, g6, h2, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that an intra-aortic balloon (iab) 40cc trp was inserted into the femoral artery, and iabp therapy was initiated. Approximately two hours later, a leak alarm was triggered in the iab circuit. The balloon was subsequently replaced, and therapy was continued without any further issues. No harm reported.